Event description:
It was reported that the system was unable to perform fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and repaired broken pins in the lemo connector and placed parts on order for collimator problem. No conclusion can be drawn as repair info is not available.